Event description:
Discordant advia centaur phtn, tsh and frt4 results were obtained on pt samples. The tests were repeated on a different instrument and corrected results were released. One pt was treated due to the discordant phtn result. There was no report of adverse health consequences due to the discordant results.

Event description:
Discordant advia centaur phtn, tsh and frt4 results were obtained on pt samples. The tests were repeated on a different instrument and corrected results were released. One pt was treated due to the discordant phtn result. There was no report of adverse health consequences due to the discordant results.

Event description:
Discordant advia centaur phtn, tsh and frt4 results were obtained on pt samples. The tests were repeated on a different instrument and corrected results were released. One pt was treated due to the discordant phtn result. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to the malfunction of the bleach valve. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to the malfunction of the bleach valve. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to the malfunction of the bleach valve. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.